Event description:
The customer reported the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep contacted the customer by phone and directed them in setting up the correct system configuration. The system operates as intended.